Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call her son is (B)(6) years old and had ketones. The customer's mother reported that she called the nurse at 11:00 and used manual injections as the nurse prescribed. The customer's mother reported that at the end of the call, her kid 's ketones was at 15 mmol/l. The customer's current blood glucose level at the time of incident was 21 mmol/l. The customer's mother reported that she checked the alarm history and noticed that the insulin pump passed the high pressure test and self test. It was reported that the customer was having issues for over one week. The customer reported no issues with infusion set and noticed that the needle was straight and there were no leaks and air bubbles. Troubleshooting was not performed. The product is not expected to return for analysis. Related incident : infusion set ((B)(4)) case-(B)(4).